Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The reported problem, failed downstream occlusion test, was not reproduced during evaluation. The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.